Event description:
Patient (pt) reported their home health registered nurse (rn) stated patient (pt) needs a new pump due to current pump reading a battery error. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if medical doctor (md) is aware. Dose/amount: privigen sdv - 35gm. Privigen single-dose vials (sdv) indication: common variable immunodeficiency, unspecified; nonfamilial hypogammaglobulinemia. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.